Manufacturer narrative:
Lot or serial # and UDI # are unknown; no information was provided. (B)(6). No lot number was provided; therefore manufacturing record review could not be performed. Product was discarded; therefore, visual and functional testing could not be performed. Based on the information obtained, product malfunction and product deficiency cannot be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that surge occurred during a procedure and the patient experienced posterior capsule rupture delaying the procedure. An anterior vitrectomy was performed and the procedure was completed. The patients current outcome was reported as well and visual acuity is fine.